Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips closed at the bottom but there was a gap at the top, at the loop of the clip. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2022 d4: batch # v9624m investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and no damage was found. The device was tested for functionality. Body fluids were also noted to be on the device during the analysis, the device was then functionally tested and it fed, retained, and formed the remaining eight clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.